Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit due to an elevated blood glucose level of approximately 600 mg/dl and high ketones. Reportedly, the cause for the event was due to pump shutting down unexpectedly and an occlusion alarm. Additional information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. B5, add to h10, add code 61.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 50 mg/dl. In addition, the customer became unconscious, had a seizure, and customer¿s tongue was bit. Customer did not recall what treatment was received while in the ER. Customer was released from the ER 6 hours later, and reportedly sustained brain enlargement. Reportedly, the customer confused the load sequence steps and inadvertently filled the tubing while connected. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Ultimately, the customer was able to fill the cartridge using the existing syringe and cartridge.